Manufacturer narrative:
Received one (1) used list #142560488 primary plum set attached to a bag spike adaptor w/ spiros. As received the inlet and outlet filter appeared to be wetted out with prior infustate. The set was leak-tested per specifications. There was bubbling leakage observed in both the inlet and outlet filter at 7 psi. The complaint of phyxol leakage from the micron filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 5/15/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch generated a leak during patient use. The reporter stated the patient reported the bed sheet was wet. The healthcare provider detected a 0.5*0.5 cm wetted area. Phyxol leaked from the micron filter. The chemo spill was cleaned per facility protocol. There was no chemo-drug exposure to the patient. The set was replaced, and therapy resumed. The quantity affected is 1, and the sample is available for return. A sample picture is not available. There was no patient harm reported.